Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported prior to a surgical procedure fluid is occasionally blocked in the handpiece. Additional information has been requested but not received.

Manufacturer narrative:
The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).